Event description:
The lead was implanted on (B)(6) 2012. Lead remains implanted. Nurse called in and remembers this case, the thresholds on the mdt lead went sky high. No physician or hospital known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).